Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: two potential causes identified include cross-threading of the bolt into the nail and use of a worn locking bolt. It is advised in the surgical technique to first seat the keys of the guide to the keyways of the nail for proper threading of the locking bolt. The locking bolt mfg records indicate approx 36 months of field use. Eval: the device history records were reviewed for each of the products and results indicate they were manufactured to specifications. The items were returned disassembled and could not be analyzed for proper alignment. Damage was noted to the locking bolt and im nail threads and to the barrel tabs on the itst standard barrel.

Event description:
It is reported that during surgery, the devices seized and were unable to be used to complete the surgery. The surgeon was forced to ream up 1mm and use different sized nail.